Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was overfill of an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred(100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to overfill as all samples met specifications. Also, ten(10) production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was overfill of an unspecified number of tubes. No patient impact reported.